Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that the ventilator failed when the unit was switched from manual to automatic ventilation at the beginning of the case. No patient injury was reported.

Manufacturer narrative:
A dräger service technician was dispatched who examined the machine and confirmed the ventilator failure. The log file indicates that the user power-cycled the device shortly after the occurrence of the problem but the failure condition persisted. Obviously the patient support was then continued by a back-up device since the apollo had been switched off. The technician replaced ventilator motor and encoder unit, the device passed all consecutive tests successfully and is back in use. The replaced parts were returned to manufacturer for evaluation. It could be determined by rotating the motor manually that there are several positons where it does not provide mechanical power. Root cause is wear and tear at the collector disc which led to partly disrupted electrical contact to the carbon brushes resulting in fluctuations in rotating speed. The supervisor function monitors the motor speed continuously and compares the expected piston position with the one derived by the encoder check. If deviations are detected the device will force a shutdown of automatic ventilation to prevent from damages to the ventilator unit. This is accompanied by a corresponding alarm; manual ventilation as well as the monitoring functions remain available. No patient consequences have occurred and dräger finally concludes that the apollo workstation responded as designed upon the malfunction of a single component that became worn after approx. Eight years of operation.

Event description:
Please see initial-report.